Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The septum was very fragile. The steerable guide catheter (sgc) was inserted and one clip was implanted; however, the mr remained unchanged. A second clip was planned to be implanted; however, the septum became ruptured (atrial septal defect/asd) by the weight of the sgc. The device lost height, and the second clip could not be placed. After 3.5 hours, the decision was made to discontinue the procedure, the second clip was not implanted and was removed. The septum was not treated. Mr remains 4+. The patients condition is the same as prior to the procedure, and did not worsen. It is not known yet, if additional treatment will be performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of cardiac perforation appears to be related to patient morphology/pathology due to the fragile septum. The reported patient effect of cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.